Event description:
It was reported that the vertical lift column on the 9800 system intermittently would not work. Also, the pulse fluoro continues brefly after the foot-switch is released. No pt injury was reported.

Manufacturer narrative:
A ge service rep performed an on site investigation. The power supply and the foot-switch were replaced during the service call. The system was tested and found to be working as intended and put back into service.